Event description:
Cardiac catheterization intervention with a 3.50x24 synergy xd stent was inserted. The sent came off of the balloon catheter undeployed in the rca. The sent was then dilated with another balloon against the vessel wall.